Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 3.8, lab: 2.3. Time between testing: 2 hrs. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2012, pt's coumadin dosage was lowered based on the inratio result.

Manufacturer narrative:
Investigation pending.